Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer's mother alleged the aviva combo does not take active insulin in his body into account when administering bolus advice, so she has had to manually adjust his boluses during night and day for the past two weeks. She alleged this issue caused him to have a hypoglycemic episode yesterday during a trip to the forest, when his mother had to sit down with him and provide some fruit juice, as he suddenly felt very low after a bolus. She reported his blood glucose was 2.8 mmol/l at the time. She stated he still had approximately 2 ius of insulin in his body when the bolus was administered and the meter did not take that into account. A request was made for the return of the device.